Event description:
Pt is a 70 year old male who underwent elective placement of intravascular coronary stent in the right coronary artery. Some leakage around introducer sheath was noted prior to proceeding to pvs closure. Doctor attempted to deliver prostar 9 fr. Pvs sutures, but could not obtain hemostasis, therefore doctor upsized to prostar 11 fr. Pvs system. When poor hemostasis was observed around the 11 fr. Sheath, did not attempt to deploy the 11 fr. Pvs sutures. Eventually upsized to a 14 fr. Introducer sheath, resorting to manual compression. Could not obtain hemostasis after 25 minutes of manual compression; pt proceeded to surgery for repair of femoral artery access site. Surgeon noted that artery was very friable. Visual inspection of site and surrounding tissue showed no significant blood loss. Surgery successfully provided immediate hemostasis.